Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted that the proximal segment of the lead was returned, 8.8cm from the terminal pin. Both coils at the distal end of the returned segment appeared fractured. The edge of the insulation revealed evidence of smooth depression on one side; this could possibly be indicative of a bent location or front end of the suture sleeve. There is a curved appearance in the fractured area. Analysis has confirmed the lead fracture. Based on similar reports, a dedicated team of engineers has conducted an investigation into the cause of this type of lead damage. Our investigation has determined that the damage is due to cyclic fatigue not accompanied by significant coil or insulation deformation that could have contributed to the failure. Metal fatigue failure is caused by repeated cycling of an applied load. It is a progressive localized damage due to cyclic stresses and strains on the material.

Event description:
Boston scientific crm received information that this atrial lead had exhibited impedances greater than 3000 ohms and no sensing. A revision procedure was perforemd; as the lead was being explanted it broke. The lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.